Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient was implanted the day of this report. The reporter stated that stimulation worked earlier in the day in both legs, but the right leg would not work. The reporter further stated the left leg worked good. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).